Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server patients orders were not crossing over multiple pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Section d concomitant med prod data serial number (B)(6) added. Upon investigation of the actual device used in this incident, it was determined that the patients' orders were not crossing over multiple pyxis a technical support specialist remotely accessed the server and confirmed the issue was resolved itself, and the tss verified there was no error on hsv. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients orders were not crossing over multiple pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.